Manufacturer narrative:
An examination of the subject device by a lumenis subject matter expert concluded that the device operated to manufacturer performance specifications. No device malfunctions were reported or observed. Reasonable attempts were made to contact the user facility for additional information, however none was provided, therefore, no determination of root cause could be completed with the available information. Should additional information be reported, a follow up MDR will be filed.

Event description:
It was reported that a patient sustained second degree burns after hair removal treatment with a lightsheer duet laser.